Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient reported that she needs her stimulator adjusted and may need a different lead because she is not being stimulated where she needs to be stimulated. No troubleshooting was done prior to calling. The patient provided event date as "about 3-4 months after getting the stimulator. No further complications were reported.